Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Approximate time to explant was eight and a half years on (B)(6) 2017, then, on (B)(6) 2019 the battery had six and a half years remain, and finally, on (B)(6) 2020 the longevity of the device was eight months approximately. This device was replaced and is not expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.